Event description:
It was reported that the syringe pump had an imbalance syringe size error message occurred. Barrel clamp was nut fully closing on syringe and cannot calibrate. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D5 is unknown. No information has been provided to date.

Manufacturer narrative:
Other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was not missing or broken upon receipt, the device appearance was good with no physical damage noted. An error code was found in the ehl (event history log). The customer reported issue was confirmed during the investigation as the invalid syringe size error was found during the syringe test, and it was unable to calibrate the size. Root cause of the reported issue is unknown however, the tapered spring was noted to have slipped over the collar of the barrel clamp rod. Replaced the barrel clamp rod and tapered spring, performed preventive maintenance and functional testing. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service previously. Corrected data: h6: correction: event problem and evaluation codes: method code should have been originally reported as b21.

Manufacturer narrative:
Other, other text: b5: additional information received and attached on 23-aug-2022 via email: issue did not occur during infusion, there was no patient injury, event date was updated. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 4000.